Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during a vena cava filter deployment, two filter legs were crossed upon deployment in the ivc; however, the filter remains implanted. There are no plans at this time to retrieve the filter. There is no reported patient injury.